Event description:
It was reported that renasys touch device overheated. Afterwards, the customer replaced it with a new renasys touch device one. There was no patient impact reported. A back-up unit was available to be used.

Manufacturer narrative:
We have now concluded the investigation for this complaint. The manufacturing records reviewed show that there was no issues at the point of release that could have caused or contributed to the reported event. A review of the complaint history found other instances of this reported issue. These instances are being monitored to determine if additional actions are required. The device, intended for use in treatment, was returned for evaluation. The device was found to have cosmetic damage to the outer casing, the functional test did not establish a relationship between the device and the reported issue. The device functioned correctly and was able to be recharged. The device passed a functional test within expected parameters. The root cause is undetermined as there was no fault found. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide negative pressure wound therapy. Once the device temperature drops the device will continue to charge.